Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Perfusionist primed the circuit and the prime leaked out into the floor. They opened 2 other packs that had the same lot # and made the decision not to use them. They got a different lot # from spd and primed it. They were able to do the case with this pack/oxygenator without incident. The pt was already asleep while they located the pack with a different lot #.